Event description:
It was reported that the er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips scissored. A new applier was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50899. D6: device returned with no lot ID. H6; misaligned jaw tips. Based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled, fed, and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how the jaws had become misaligned.